Manufacturer narrative:
Device label codes: 1701, 1738. Underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth and square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
Check "iab cath" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and a second was inserted. Event complications: none from the event-reported 10/21/96. Pt's current status: stable-rpt'd 10/21/96.